Event description:
It was reported that the programmer booted to a black screen. It was also reported the programmer was not working. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up to a black screen with an error in the top left corner. It was found that the printed circuit board was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up to a black screen with an error in the top left corner. It was found that the printed circuit board was out of specification.

Event description:
It was reported that the programmer booted to a black screen. It was also reported that the programmer was not working. The programmer was returned for repair. No patient complications have been reported as a result of this event.